Manufacturer narrative:
Updated with additional information. Explant date updated. The explant date of (B)(6) 2018 is an approximate date. Only the month and year are known.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, pump and balloon. It is unknown if the explanted aus is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported that the patient had their previous aus explanted sometime in (B)(6) 2018 because they had experienced erosion and infection. The explanted aus was discarded by the hospital. The patient was subsequently reimplanted with a replacement aus on (B)(6) 2019.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, pump and balloon. It is unknown if the explanted aus is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.